Event description:
No additional information was received from the customer.

Manufacturer narrative:
Updated fields: h2, h4, h6, h11. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope exhibited a bulging lumen. The event was observed during service/maintenance. There were no reports of patient involvement.